Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead warning for high impedance out of range in the superior vena cava (svc) coil. The lead was found to have a fracture. The lead was capped and a new lead was attempted to be implanted. The new lead had difficulty passing a stylet but was eventually implanted; however, the lead had failed defibrillation threshold (dft) test at maximum output. The lead was removed from the body and inspected. The physician noted blood in the outer insulation. The lead was removed from implant and a new lead was implanted. No further patient complications have been reported as a result of this event.